Event description:
It was reported by the customer, the high-definition 3cmos autoclavable camera head presented an e226 error message. The image looked very grainy. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections b5 and e2/e3.

Event description:
Additional information was received from the reporter. The issue occurred in the operating room. It was unknown if the issue occurred during preparation for use, during a procedure, or after a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the error code e226 due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.